Event description:
Mini-bag plus container: the medication is not staying in the bag. It is returning to the vial after appropriate procedure is performed to prevent this situation. Therefore, the medication is not being fully administered.